Event description:
Litigation alleges patient had pain, discomfort, and permanent injuries after asr hip implant.

Event description:
Patient is complaining of pain. Revision surgery has not been performed at this time. Report received from the FDA stating: groin pain and popping of hip replacement prosthesis. Intraoperatively, it was discovered that the acetabular cup had shifted causing metal on bone rubbing. There was no bony ingrowth in the cup. Update ((B)(4) 2012) litigation papers received (B)(4) 2012 and attached. Complaint changed to legal. Litigation states left hip. Product head added. There is no new information that would change the outcome of the investigation except product head now reported. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified side and correct implant date. Medical records were also received, which indicated that an interior crack was noted during insertion. The stem and sleeve are now being reported. Complaint has been reopened for further investigation.

Manufacturer narrative:
Corrected: event/problem description, implant date, date received by manufacturer. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.